Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user had one patient sample with questionable results for calcium, bicarbonate, bun and glucose on the integra 400+. Of the data provided, the glucose results were discrepant. The original glucose result from the plasma sample was 167 mg/dl. The repeat result from the plasma sample was 85 mg/dl. A serum sample which was drawn at the same time gave a result of 84 mg/dl. The discrepant results were not reported outside of the laboratory and the patient was not adversely affected. The glucose reagent lot number was 61943801. The field service representative could not find a cause and replaced the probes as a preventative measure. To verify the analyzer operation, he performed precision testing and performance tests with all results within guidelines.

Event description:
It was reported that patient underwent a hip revision procedure on (B)(6) 2006. Subsequently, patient was further revised on (B)(6) 2010, due to fracture of the proximal femoral component and the locking screw of the distal bowed stem. A delay of more than half an hour occurred as the surgeon performed an osteotomy to remove the stem. The proximal femoral component was also removed and replaced.

Manufacturer narrative:
A specific root cause could not be identified. Based on the information provided, the event was not caused by the medication or disease of the patients, nor was the issue caused by insufficient analyzer performance as all precision and performance tests were within specifications. It was noted in isolated samples the customer's preanalytical procedure might not be suited to avoid all preanalytical interfering aggregates such as fibrin, micro clots, cells, and platelets. This can lead to sample build-up at the outer surface of the sample probe, which can cause insufficient sample aspiration. It was recommend to increase the revolutions of the customer's centrifuge to 4000 rpm to meet the tube manufacturer's recommendation the falsely high results were not reported outside of the lab. No adverse events were reported.